Event description:
The patient did not form scar tissue after implant so the device floated around and moved up to her hip. She underwent surgery and had a pocket made. Everything has been fine since.

Manufacturer narrative:
Lead: model 3889-28, lot# v002348, implanted: 2006 (B)(6), explanted: na. Lead: model 3889-28, lot# v000064, implanted: 2006 (B)(6), explanted: na. Extension: model 3095-10, serial# (B)(4), implanted: 2006 (B)(6), explanted: na. Programmer: model 3031a, serial# (B)(4). Lack of scar tissue formation.